Event description:
As it was reported by the affiliate via email: the catheter balloon connection of a cypher select plus 2.75 x 18 which is connected to the indeflator (hub) is cracked. This event was observed by the nurse before product been used in the patient. Another device was used to complete the surgery.

Manufacturer narrative:
A product evaluation is anticipated; however, the product has not yet been received by cordis. Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).